Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite various attempts, the customer was unable to resume insulin therapy due to recurring cartridge alarms, prompting cts to provide a replacement pump, and the patient temporarily used an insulin pen as backup.